Event description:
The lead was capped on (B)(6) 2011 due to the lead was fractured. The procedure took place at(B)(6) system. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).